Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain and inflammation at the battery site when charging. It was also reported that the patient was having frequent ipg charging and the ipg was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the frequent charging. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain, inflammation, erythematous papules, and bruising at the battery site and when charging. It was also reported that the patient was having frequent ipg charging and the ipg was not working normally. The physician assessed the frequent charging could be the reason for her current situation. The patient will undergo a pocket revision and ipg replacement procedure.